Event description:
Per the surgeon's report, in 2007, the implant site became swollen. The fluid from the site was aspirated "several times." The surgeon concluded that "the operation site flap was not fitted to internal device." Two months later, a debridement and rotation flap revision surgery was performed. It was determined there was abnormal tissue grown around the internal device. This tissue permanent biopsy was chronic inflammation. The site showed improvement after the surgery. The patient's device extruded at a later date (date not reported). The patient's device was explanted in 2008. A large amount of granulation tissue and new bone formation was found. Reimplant surgery is planned in early 2009, but has not been scheduled yet.

Manufacturer narrative:
There is no alleged device malfunction. No device analysis investigation is required. This is a final report. This type of event is addressed in the device labeling.